Event description:
Additional information was received stating that surgical intervention took place on(B)(6)2023 where the leads were repositioned to address the issue. Effective stimulation was established.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18856. It was reported the patient was not receiving effective pain coverage and this was due to both leads had migrated. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.